Event description:
It was reported that the stent partially deployed. Two vici stents were selected for a subclavian vein venogram procedure to treat stenosis secondary to pacemaker leads. Access was at the biracial vein using a 9f short introducer sheath. Pre-dilatation was performed. During the procedure, the first 12x90 vici stent was deployed normally. The second stent, a 12x60x100 vici stent, was overlapped with the first. The distal end of the stent did not deploy, although the proximal end did. The nose cone became caught on the edge of the stent. With some manipulation, it was able to be removed. The stent was post dilated with a balloon catheter. The final result was good and the stent appeared to be in good condition. There were no patient complications and the patient was stable post procedure.